Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the device that was implanted does not help her back it helps her legs. Caller states she cannot feel anything in her back, but can feel it all in her legs. Caller states this is not normal. The patient reported meeting with a manufacturer's representative (rep). There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the implantable neurostimulator (ins) wasn¿t working at all it only vibrated the patient¿s leg and buttocks, but there was no relief for their back pain. The patient was in extreme pain and they wanted the device removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that nothing was done to address the issue of stim felt in her legs but not back. The patient turned the ins up and down and only ever felt tingling in her legs. She stated it does not do anything for her back. The patient stated the issue was not resolved. The patient stated the ins was in her back but did not do anything for her back. The patient wanted to see if moving it somewhere closer in her back would help. There were no reported complications and no further complications were expected.